Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Address: (B)(6).

Event description:
Pressure sensor error- not in therapeutic use and no reports of harm or injury. Field service engineer reconnected all internal connections, cleaned& refitted blower & gas delivery system assy. Now, machine is working properly. Handed over the machine to customer in good working condition.